Event description:
It was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic), 3 vials leaked patient sample. There was no report of impact to patient or user. The following information was provided by the initial reporter: per customer, 2 bottles leaked after inoculation with patient blood

Manufacturer narrative:
H.6. Investigation summary: customers claim a sunken/wrinkle septum and leakage defect. Photos received showed sunken septum and leakage. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when visually inspected for sunken septum or damage septum and leakage. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. In addition, five (5) samples were randomly selected and inspected with satisfactory results. Vacuum draw test was performed with satisfactory results. Complaint is confirmed based on photos received. Product insert warnings and precautions sections state that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depressed septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic), 3 vials leaked patient sample. There was no report of impact to patient or user. The following information was provided by the initial reporter: per customer, 2 bottles leaked after inoculation with patient blood.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot #: 3055496, d4. Medical device expiration date: 2023-11-30, h4. Device manufacture date: 2023-02-24. D4. Medical device lot #: 3090015, d4. Medical device expiration date: 2024-01-02, h4. Device manufacture date: 2023-03-31. There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k113558, k222591. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd bactec¿ plus aerobic/f culture vials (plastic), patient sample leaked from a bottle. There was no report of impact to the patient or user.

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 3055496 b5. It was reported after using bd bactec¿ plus aerobic/f culture vials (plastic), patient sample leaked from a bottle. There was no report of impact to the patient or user. This record is being reopened to address the corrections required for CAPA pr 11910483.